Event description:
Same case as MFR report #: 2134265-2009-03175. This complaint is now reportable based on related product analysis completed on 09/30/2009. It was reported that during a percutaneous coronary interventional procedure, a wire separation occurred. The 99% stenosed lesion was located in the calcified and moderately tortuous left anterior descending artery (lad). The rotawire ex support guidewire was advanced to the lesion. During platforming, the rotalink plus system would not reach operating speed, so it never entered the pt. The rotawire was then removed, and it was noted that the tip of the guide wire had detached and remains in the pt in the side branch of the distal lad. The procedure was completed with another of the same devices, and pt's status was reported as "stable". In the opinion of the physician, the wire tip detachment may have occurred due to the tip of the wire "catching on something". Based on related product analysis of the rotawire, evidence showed that the wire fracture occurred due to contact with the burr.

Manufacturer narrative:
The advancer and catheter were returned to site connected. An initial examination of the complaint plus unit was carried out. No cuts or kinks were noted on the air hose, infusion hose or fiber optic cables of the plus unit. A tug test was performed to examine the integrity of the connection. A connect/disconnect test was carried out as per procedure. No issues were noted with the unit handshake connections. The rotablator plus unit was guide wired using a test guide wire. No issues were observed. The rotablator plus unit was wet tested as per procedure. No issues were noted with the rotablator plus unit. The burr was microscopically examined. The complaint unit had a flared/misshapen annulus. A scratch test was performed to confirm if the returned burrs cutting action was acceptable. The diamond plated area of the burr was scratched along the side of a single edge blade. When the side of the blade was visually examined, a scratch mark from where the burr came into contact with the side of the blade was noted. This confirmed that the burrs cutting action was acceptable. The mfg batch record review confirmed that the device met all material, assembly and performance specs. The root cause classification is "caused by other device".